Event description:
It was reported that the roller clamp of a buretrol solution set was not connected to the tubing. This was found before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. During visual inspection the tubing was observed to not be properly connected to the roller clamp. The reported problem was verified. The cause was determined to be a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.